Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that two infusion sets cannula were bent. Event dates were between 14 march 2024 and 14 april 2024. Patient blood glucose level was 370 mg/dl which was treated through bolus via multiple daily injection . Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 2 of 2.